Event description:
This 53 yr old pt had an aicd pulse generator replaced on 5/28/91. Recently, she began coughing up blood (hemoptysis). Under bronchoscopy, a bronchopleural fistula was identified due to erosion of the aicd. Patch into the left lower bronchus, chronic infection also present. Patch removed and fistula closed (3-24-97). On 3/31/97, a new aicd was placed.